Event description:
It was reported that in situ testing shows 5 electrode channels with status hi. Reportedly, there has been no trauma. As per information received on september 29, 2014, re-implantation surgery is being planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.